Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (445 mg/ml at 252 mg/day), hydromorphone (15 mg/ml at 8.5 mg/day), and clonidine (5 mcg/ml at 2.8 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was filled by home infusion and they were made aware that in (B)(6) 2021, (B)(6) 2021 and (B)(6) 2022 there were volume discrepancies that were calculated at 16%, 31%, and 17% more than expected. The healthcare provider did not have specific dates or volumes. No symptoms/patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.